Manufacturer narrative:
Analysis of the straight suction had shown that the shaft had separated from the base. The weld was broken, releasing the shaft from the base. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a procedure. It was reported that the straight suction broke. The entire shaft became free from the base during reprocessing. Additional procedural information is unavailable at this time. Additional information was received: it was reported that the rep's loaner suction was broken in sterile processing while it was being cleaned. There was no patient impact as it did not break during a procedure.